Event description:
It was reported that intermittent malfunction alarms occurred. The customer's blood glucose (bg) level displayed as "high"; although specific value was not provided and high ketones. Customer addressed the elevated bg with a bolus via the pump. The customer went to the emergency room on (B)(6) 2022 for the elevated blood glucose and was treated with intravenous fluids of insulin and saline. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved and no permanent damage.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.